Event description:
It was reported that the patient's blood glucose level (bg) rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The patient was playing tennis when the cannula reportedly dislodged from the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 48 first prime pulses, deactivating before the start of second prime. As the needle mechanism never deployed, it is not possible for the cannula to have dislodged. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.